Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. No unexpected back light anomalies noted. Device received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer also stated that all buttons was hard to press or had to press more than once. The customer stated that insulin pump screen had scratches. The customer stated that when replacing reservoir something was breaking off inside of it. The customer also stated that back light harder to read in sun light. The insulin pump will not be returned for analysis.